Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pancreaticoduodenectomy, at stomach resection, handle was able to do the first firing normally, when the surgeon attempted to do the second firing, the firing knob disengaged and the handle was not able to be used. It was thought that the issue was due to the resin 'claw' which fixing the firing knob was broken. It was reported the product was not used for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the stapler revealed the thumb pusher was detached. The loading unit was received with a full complement of staples and the interlock was set. Microscopic inspection revealed no damage to the knife blade. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deem ed necessary at this time. If information is provided in the future, a supplemental report will be issued.